Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. A screw is missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When cleaning up after the surgery, it was found that the screw on the end of the offset reamer was missed. The screw was found to be sucked in autologous blood recovery system (cell saver).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.